Event description:
It was reported that a patient who underwent a breast augmentation procedure with mentor gel breast prostheses experienced significant and ongoing health complications, including the development of autoimmune-related symptoms and conditions. No specific health complication or autoimmune disease was reported. Additionally, the patient desired larger breast prostheses. As a result, the patient underwent bilateral explantation and replacement with allergan gel breast prostheses. During explant surgery, it was observed that both removed breast prostheses were ruptured. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified health complications, desire for larger implants. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).